Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Allergan sales rep reported that when the fluid from the band was aspirated, it allegedly came out looking like "dirty dishwater." The fluid was cultured and allegedly tested positive for (B)(6). No pt problem was reported in association with the event. Add'l info provided by the surgeon noted "the pt's postoperative course was complicated by wound infection over top of [their] subcutaneous port. [The pt] had a nonhealing wound and ultimately had [their] subcutaneous port removed with the end of the port tied off and was now back in the abdomen. The pt's would healed well and [the pt] was brought back 1 month later for replacement of the port." It was during the revision surgery that the physician aspirated and noticed the unusual colored fluid that was later tested positive for (B)(4).